Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had been experiencing high blood glucose. Their blood glucose had been over 600 mg/dl. Customer¿s current blood glucose value was 120 mg/dl. The customer experienced symptoms such as vomiting. Troubleshooting was done for high blood glucose. The customer treated with an injection and bolus from the insulin pump. The customer was neither in the emergency room, nor admitted into hospital as a result of high blood glucose. Based on customer report customer does allege pump was under delivering. The customer also states had received no delivery alarm, unexpected restart alarm, and external ram crc error alarm. There were air bubbles in the tubing. The customer states the insulin exited. The device passed the displacement test and self-test. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime or compromised force sensor system alarm, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms, unexpected restart error, external ram crc error alarm, bolus and air bubbles anomaly noted. Insulin pump passed the delivery accuracy test at 0.08795 inches. Insulin pump received with corroded battery tube, cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, stained end cap sticker and minor scratches on display window noted. Drive support cap was inspected and no anomaly was noted.